Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, it got stuck and could not be deployed normally, which caused the "line fractured". The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photo of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and the suture was detached from the ligator.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) medical university. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detached. Block h10: the returned speedband superview super 7 was analyzed, and it was found that the device was returned with the ligator housing with the seven bands still attached to it and one of them was overlapped. The suture was detached form the ligator housing; however, it was not broken, and it was attached to the trip wire on the handle. The handle had evidence that the trip wire was secured, and the ligator housing teeth were found bent. These findings are consistent with the findings per media inspection on the provided photo. No other problems with the device were noted. The reported event of bands unable to deploy and detached suture were confirmed. Upon analysis, it was found that that the one of the seven bands attached to the ligator housing was overlapped, the ligator housing teeth were bent, and the suture was detached form the ligator housing. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands, this might end up overlapping to each other or deploying in the incorrect order. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Also, if the teeth got damaged before the bands were tried to be deployed, it's most likely that since the teeth were bent, at the time of the bands deployment these teeth wouldn't allow the deployment and would only start moving the suture from the handle, making it get detached from the ligator head without actually moving the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure to treat esophageal varices performed on (B)(6), 2024. During the procedure, when attempting to deploy the bands, it got stuck and could not be deployed normally, which caused the "line fractured". The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photo of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and the suture was detached from the ligator.